Manufacturer narrative:
Per the clinic, the patient also experienced poor device performance since the initial implantation. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to device non-use and need for frequent mris (for non-device related issue). There are no plans to reimplant the patient with a new device as of the date of this report.